Manufacturer narrative:
The product was returned to the manufacturer and sent to the supplier for further investigation. According to the supplier evaluation, the hypothesis shows that it is likely that the blister has suffered a significant shock in the angle during transport or handling of the package or box . The review of the device history records and traceability show no evidence on a device issue that may have impacted this event. The exact root cause of this event remain undetermined, investigation still in progress. Conclusion not available yet.

Event description:
Spinetune tl: damaged packaging. A complaint was received by our customer service on (B)(6) 2018; damaged packaging on first inner sterile packaging (blister). The device was used , no known patient impact. Product was returned to the manufacturer and examination confirmed the issue. Attempts were made to the reporter, to collect additional information, no answer received.

Event description:
Spinetune tl : damaged packaging. A complaint was received by our customer service on 23 april 2018; damaged packaging on first inner sterile packaging ( blister) . The device was used, no known patient impact. Product was returned to the manufacturer and examination confirmed the issue. Attempts were made to the reporter , to collect additional information , no answer received.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. B4 ; g7 ; h1 ; h2 ; h6 & h10 were updated. The product was received and the issue was confirmed but not reproducible. The blister shows a breakage at the angle and the thermo- sealing traces are clearly visible on the whole contour of the blister. The device was sent to the supplier for further examination . According to the supplier investigation, the issue could not occurred during the conditioning phase (review of the supplier device history record which are compliant), but by a chock in shipment or manipulation of device. The review of the device history records and the traceability , did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on information provided, on the product history records, the recurrence of this type of event for this implant and the supplier investigation, the root cause of the event cannot be determined. The hypothesis is that the blister may have been damaged due to a mishandling of the box or during transport. However, regarding the lack of information received this hypothesis could not be validated. The investigation found no evidence to indicate a device issue. Root cause: unknown with hypothesis of mishandling of the box or damage during transport. If additional information swere received another report will be sent.